Event description:
Info rec'd indicates the open ground light is flashing.

Manufacturer narrative:
The tech found the ground pin missing from the power cord plug. The tech replaced the plug to repair the bed.